Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, e3, e1 (initial rep name and email) h6 (medical device ¿ problem code , type of investigation, investigation findings, component codes, investigation conclusions) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were able to reproduce the customer's issue. The drive manifold test was failing and the pim nylon port was loose. The drive manifold (0104-00-0031) was replaced and the pim was adjusted. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) had a issue with helium tank auto fill. It was found that the drive manifold test was failing, also found that the autofill test would not complete the cycle tests and had found the pneumatic interface module¿s nylon port was loose. There was no patient harm reported.